Manufacturer narrative:
Insulin pump was received with stripped battery cap coin slot and cracked battery tube threads.

Event description:
The customer's mother reported via phone call that the insulin pump's battery cap threaded wrong and cracked along the battery compartment. Customer's blood glucose level was 487 mg/dl. She took an insulin shot to treat her high blood glucose level. The customer was unable to remove the battery cap from the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.